Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("acute abdominal pain"), genital injury ("fallopian tubes lacerations"), uterine injury ("uterine lacerations") and genital haemorrhage ("bleedings") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("inguinal and lumbar pain"), groin pain ("inguinal and lumbar pain"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), syncope ("fainting"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing)"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles") and hyperhidrosis ("abnormal sweating") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, genital injury, uterine injury, genital haemorrhage, back pain, arthralgia, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, syncope, insomnia, affective disorder, libido decreased, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, uterine leiomyoma and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, libido decreased, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting and weight fluctuation to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('acute abdominal pain'), genital injury ('fallopian tubes lacerations'), uterine injury ('uterine lacerations') and genital haemorrhage ('bleedings') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("inguinal and lumbar pain"), groin pain ("inguinal and lumbar pain"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), syncope ("fainting"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing)"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles") and hyperhidrosis ("abnormal sweating") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, genital injury, uterine injury, genital haemorrhage, back pain, arthralgia, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, syncope, insomnia, affective disorder, libido decreased, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, uterine leiomyoma and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, libido decreased, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("acute abdominal pain"), genital injury ("fallopian tubes lacerations"), uterine injury ("uterine lacerations") and genital haemorrhage ("bleedings") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of bronchial asthma. Previously administered products included: penicillin nos. Past adverse reactions to the above products included: anaphylactic shock with penicillin nos. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criteria medically important and intervention required), genital injury (seriousness criteria medically important and intervention required), uterine injury (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), back pain ("inguinal and lumbar pain"), groin pain ("inguinal and lumbar pain"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), syncope ("fainting"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing)"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), hyperhidrosis ("abnormal sweating"), urticaria ("red skin welts"), respiratory tract infection ("respiratory infection"), malaise ("malaise feeling"), headache ("headache") and dermatitis contact ("contact dermatitis") and was found to have uterine leiomyoma ("uterine fibroids") and fibroma ("fibromas"). The patient was treated with ciproxin [ciprofloxacin hydrochloride] as well as surgery (hysterectomy and salpingectomy). Essure was removed. At the time of the report, the outcomes for abdominal pain, genital injury, uterine injury, genital haemorrhage, back pain, arthralgia, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, syncope, insomnia, affective disorder, libido decreased, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, uterine leiomyoma, hyperhidrosis, fibroma, urticaria, respiratory tract infection, malaise, headache and dermatitis contact were unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dermatitis contact, dizziness, ear disorder, fatigue, fibroma, food intolerance, genital haemorrhage, genital injury, groin pain, headache, hyperhidrosis, hypersensitivity, insomnia, libido decreased, malaise, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, respiratory tract infection, syncope, tachycardia, tooth loss, urticaria, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting and weight fluctuation to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-dec-2023: new events fibromas, red skin welts, f respiratory infection , malaise feeling and severe headache & contact dermatitis are added. Medical history & treatment drugs are added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.